Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. During the hospitalization, the patient's blood glucose results on an unknown device were 291 mg/dl, two hours later it as 372 mg/dl, and the result was 411 mg/dl after another hour. It is unknown on which day these results were taken on. The patient was treated with insulin administration from the hospital's infusion device. The patient was still currently in the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The customer was discharged from the hospital on (B)(6) 2018. The customer reportedly had an infection in her catheter which delayed hospital discharge.